Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the atrial channel. The ra lead is scheduled to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.